Event description:
On 11/25/2006 the lay user/reporter (patient's son in law) contacted lifescan alleging a power issue (does not turn on) with the pt's one touch ultra meter. The medical affairs specialist spoke with the pt's daughter to obtain/verifty the following info. The pt has had the meter for 2 years, tests twice a day (morning and night), and takes a set amount of novolog and lantus. Around 9pm the pt obtained a meter reading around "260-270 mg/dl," took his prescribed dosages of insulin with a snack, and went to bed around 12:30am. The pt's daughter thinks that pt woke up the next day around 5-6am but knew that he did not eat when he woke up because he was still waiting for his wife to prepare his breakfast. Around 9am, the pt's wife found him standing over the bathroom sink and unresponsive to her questions. The pt's family sat him down on the sofa and attempted to test his blood glucose but the meter did not power on. The pt was showing symptoms of weakness, could not talk and was not alert. His family did not know if he was having high or low blood glucose levels so they did not administer any treatment. His son-in-law went to the pharmacy for a replacement battery but since his symptoms got worse, the rest of the family took him to the emergency room around 9:30-10am. The pt's blood glucose was "25 mg/dl" on the hosp's device and he was treated with a glucagon injection, which relieved his symptoms within 10-15 minutes. The pt was released after 4-5 hours. The pt's son in law replaced the meter's battery, but the power issue persisted. This complaint is being reported because the pt was unable to obtain a meter reading while experiencing low blood glucose symptoms that worsened. The pt's family did not know how to treat the pt and took him to the hosp where he was treated for hypoglycemia. The meter was replaced.